Event description:
Customer reported an unresponsive keypad. The customer's blood glucose was 222 mg/dl. The customer stated she was in a marathon prior to keypad issues occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, a broken belt clip slot and a cracked reservoir tube lip.